Manufacturer narrative:
H3: 81 other -the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had black screen while on patient at 100% fio2. Furthermore, patient was removed from the ventilator because of the machine issue, no patient harm associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. No failure visible on logs.